Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, a 1.5 x 6 mm self-drilling screw broke when it was being inserted into the patient. Half of it remained inside the bone, but without any damage. The other fragment was discarded as it was sharp. Procedure was completed with a delay of twenty (20) minutes. There was no patient consequence. This report is for a titanium (ti) matrix midface screw. This is report 1 of 1 for (B)(4).